Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during the review of the device logs and attributed to poor coupling of the electrode pads to the patient's skin. The logs indicated that the device was not recognizing a valid patient impedance. There can be many reasons for the poor coupling of the pads to the patient. Including improper placement, patient preparation, or an improper connection between the electrode pads and the multi-function cable. The electrode pads and multi-function cable were not returned as part of this investigation. The device passed all final testing, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.